Event description:
It was reported to boston scientific corp that, while performing a perc (percutaneous procedure to the kidney) using the nephromax kit to dilate the tract, the "sheath was too small and literally got stuck in the balloon." The physician attempted to loosen the sheath from the balloon. The balloon reportedly slipped and punctured the renal pelvis "leaving a hole in the kidney." It was also reported that there was minimal bleeding and the physician was able to remove the stones and used a nephrostomy catheter for drainage. The patient (age and weight is not known) remained in the hospital an additional 3 days to confirm that the puncture site closed properly and is expected to make a full recovery.

Manufacturer narrative:
The complainant has indicated that the device has been disposed of therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined.